Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power. A field service engineer (fse) confirmed that the device was powered up, then unplugged pyxibus aux cable from aux drawer and the device was able to power on. Then reseated the cable to aux to pinpoint which drawer had faulty drawer board. Then discovered the drawer 6.1 was the culprit and shutdown the device and replaced the faulty drawer control board with new board and reseated all the cables and rebooted device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power and showed as offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.